Event description:
The customer reported that during surgery on the patient's ear, a flame appeared on some raytex gauze that the surgeon was holding while dabbing at the area near the patient's face. The surgeon placed the gauze on the floor and stamped out the flame. There was no patient or surgeon injury. There was nasal cannula with oxygen on the patient's face. This may have contributed to the reported event. Everything in use, except for the return electrode, was removed from the surgical field and replaced with new equipment.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Evaluation of the concomitant forcefxc generator did not identify any condition that would have caused or contributed tot he reported event. Testing found the generator to function properly.